Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# v893295, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-dec-2015. (B)(4) pertain to product ID: 3889-28, lot# v893295, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that there was a lead dislodgement and the entire system was explanted and replaced. No further complications were reported/anticipated.